Manufacturer narrative:
B7: at 13:20 in the afternoon, the patient was given hemodialysis treatment according to the doctor's order. At 17:03, the patient complained of discomfort and sweating profusely. The nurse immediately measured the patient's blood pressure, and the measurement showed 98/54mmhg. The blood was returned immediately and got off the machine, the patient relieved after lying down for 20 minutes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter city - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an u9000 ultrafilter had an external fluid leak. This issue was further described as, ¿the ultra-clean filter¿s holder was leaking water¿. This event occurred approximately 3 hours 40 minutes after starting therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.